Event description:
It was reported that the patient underwent a surgical procedure during which this artificial urinary sphincter (aus) was explanted due to recurring incontinence resulting from a cuff leak. It was noted the patient also had a bladder sling in addition to the chronic aus; there was no reported revision of the sling. No adverse patient effects were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.

Manufacturer narrative:
Date of event updated. Describe event or problem updated.

Event description:
It was reported that the patient underwent a surgical procedure during which this artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted the patient also had a bladder sling in addition to the chronic aus; there was no reported revision of the sling. No adverse patient effects were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.